Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Failure (event) observed during analysis. Analysis found two insulation abrasions. These abrasions were located at 19cm and 34cm from the electrode tip due to friction to another device.

Event description:
This report is to advise of an event observed during analysis.